Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. Visual inspection: the device was inspected, and it was observed that the screw had fractured immediately below the ball feature of the screw shank. Abrasions were also observed on the proximal end of the screw shank. Complaint history records were reviewed for this lot, and no similar complaints were identified. According to the rep, the surgeon did tap line to line but seemed to be over-torquing the screw during insertion. Additionally, analysis of the fracture face suggests that the failure occurred in torsion. Root cause of event is over-torquing.

Event description:
This report summarizes one malfunction event where a yukon oct polyaxial screw broke while being redirected into a new path. The screw shaft was retrieved and surgery was successfully completed with another screw and a 5 minute delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. A supplemental vmsr will be submitted upon completion of the investigation.

Event description:
This report summarizes one malfunction event where a yukon oct polyaxial screw broke while being redirected into a new path. The screw shaft was retrieved and surgery was successfully completed with another screw and a 5 minute delay. No adverse consequences or medical intervention were reported.